Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with expedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm measured 9.8cm in diameter. It was reported that the artery had a greater then 50-degree angulation; it was severely tortuous with slight calcification. It was reported that the bifurcated device was easily inserted through a 22fr sheath and a limb was added on the ipsilateral side. The physician was unable to cannulate the gate on the contralateral side. After attempting for four hrs the physician elected to convert the pt to open surgical repair. No add'l clinical sequelae were reported, and the pt reported to be fine.